Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain on top of the knee cap.

Manufacturer narrative:
No product was returned with the complaint for evaluation; therefore, the condition of the device is unknown. Visual and dimensional evaluations could not be performed. The knee compatibility matrix was reviewed and identified that all components are compatible. In addition, the review of the quality record for the bone cement identified no deficiency. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the patellar component. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the patellar component, pain is a known potential adverse effect of the total knee arthroplasty procedure. A definitive root cause cannot be determined with the information provided.